Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump errors 63 and 53. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear and unable to complete the rewind process. The customer will discontinue using the device. The pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type =ngp. Customer returned insulin pump for alleged insulin pump error found on august 17, 2022. The insulin pump passed the displacement test and self test. Insulin pump error appeared during testing. No insulin pump error alarm was not noted during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thump software. Insulin pump alarmed a insulin pump error on the event date of august 17, 2022 at 18:11:21.000 or 6:11:21 pm (variable #: 15) a possible hardware anomaly. Insulin pump alarmed a insulin pump error on august 16, 2022 at 21:03:08.000 or 9:03:08 pm (esf #: (B)(4), file number: 2104, line number: 382) a possible hardware error. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Lithium battery wires were damaged after visual inspection and testing. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case, cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, label damage, and corroded battery tube. Insulin pump error was confirmed during testing due to a possible hardware anomaly, (variable #: 15) and insulin pump error alarm was confirmed in the history files and traces (esf #: (B)(4), line number: 2104, file number: 382), problem isolated to the electronic assembly. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.